Manufacturer narrative:
A follow up report will be filed after the tips are received and the quality investigation has been completed. (B)(4): not received by manufacturer.

Event description:
It was reported that two of the wound tunneling tips with suction came apart during a procedure. The procedure was completed using the second tip. No fragments from the tip fell into the surgical site. There were no patient or user injuries, and no adverse consequences.